Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced fluctuating blood glucose while using the ilet bionic pancreas, with readings ranging from a confirmed low of 52 mg/dl to a confirmed high of 408 mg/dl, despite no reported lifestyle or medication changes and treatment of lows with oral glucose tablets; the medical device problem and device component could not be characterized due to insufficient information. Symptoms included episodes of hypoglycemia and hyperglycemia. Outcomes included the need for unexpected medical intervention in the form of oral glucose administration to treat hypoglycemia. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, and the medical device problem and involved component remained undetermined due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established.